Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture and inappropriate sensing. The lead was subsequently determined to have dislodged. The patient was seen for a revision procedure where the lead was explanted and replaced. It was reported that the lead will be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As of today, the lead has not been returned for analysis. Should additional information become available, this report will be updated.